Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation in fair condition. The failed therapy monitored volume performance specification was confirmed during returned instrument test / evaluation (rite) testing. Therapy monitoring volume failed performance specification by nature is not recorded in the device logs; therefore, review of the device logs revealed no previous occurrences. Internal/external inspection revealed no issues. The cause of the rite failure was determined to be deteriorated piston foam. A service history review revealed that no issues that may have contributed to the failed rite volumetric accuracy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed performance specification for therapy monitored volume. Fill one volume was 834.3ml, fill 2 was 833.0ml. Drain 1 was 835.0ml and drain 2 was 833.2ml.